Event description:
Meter was displaying the apply sample message. The patient neither alleged harm nor experienced injury or medical intervention. The patient did visit physician's office due to feeling shaky and having a headache. A result of 87mg/dl was obtained on an unknown device. Patient reported takeing usual medication during the time of concern. The customer service representative confirmed that the samples applied to the test strips were sufficient and the correct testing technique was being used. The csr walked patient through a retest and the test would not start. Issue was not resolved through troubleshooting, patient's meter test strips, and control solution were replaced.